Event description:
It was reported that a patient underwent a surgical procedure on an unknown date between (B)(6) 2011 and (B)(6) 2011 and a chest tube was used. The patient developed a surgical site infection. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of user facility (B)(4).